Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use an amphirion deep balloon for treatment of a calcified lesion with 50-60% stenosis in the distal r egion of the left anterior tibial artery. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No excessive force was used. It was reported that during the procedure of hybrid revascularization of the left lower limb (embolectomy + pta stenting of distal anastomosis of supragenicular fem-pop bypass) for acute ischemia, during delivery of the device through the vessel the balloon detached prior to inflation. The detached portion of device does not remain in patient, the balloon remained attached to the guide and was removed during extraction. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the balloon detached at the balloon bond and loaded on a 0.014¿ guidewire. The two marker bands are still present, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.